Event description:
Pt reported, bg readings were elevated when she only ate spinach, range 93-398. She injected insulin was checked the morning on (B)(6) 2015. After her bg reading was 247 and she did not eat. In the clinic, her bg was checked with her meter and the reading was 337 and with the poc meter was 56 around 9:00 am. Pt took 4 tablets of glucose. The glucose test strips were the culprit.